Event description:
It was reported that during an atrial fibrillation ablation procedure, a pericardial effusion had occurred. No medical intervention was needed, as the problem was resolved during the procedure. The physician stated that the pt is in stable condition with excellent prognosis.

Manufacturer narrative:
No further details are available in regards to the pt or the procedure. There will be no product return according to the customer facility. (B) (4)